Event description:
It was reported that the patient experienced an adverse event of jugular vein hemorrhage. It was reported that the adverse event had a causal relationship with vns implant surgery. It was noted that patient recovered from the adverse event. No additional relevant information has been received to date.